Manufacturer narrative:
(B)(4).

Event description:
It was reported multiple ventricular fibrillation events were observed due to the right ventricular lead. The insulation layer of lead was found fractured. The lead was capped and replaced. No further information is available.